Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2015 with the following findings: the pump battery compartment was observed to be cracked in two places, between the top of the compartment and the bumper pad, and below the bumper pad. The pump was able to power on and the display screen was noted to be dim and discolored with a pinkish coloration. Unrelated to the above issues, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on the results of evaluation completed on 10/10/2015.